Event description:
The customer reported five (5) false positive results with the ID now covid-19 assay performed on unknown dates. This report addresses patient results two (2) of five (5). The customer reported a false positive result with the ID now covid-19 assay performed on a nasopharyngeal swab that generated a positive result. The same day the patient also performed a panbio covid test and a pcr test (unknown platform) both with nasopharyngeal samples. Each result was negative. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j, that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Please reference all related MFR. Report numbers: 1221359-2022-03323 through 1221359-2022-03327.